Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code 3191 used to capture additional medical/surgical intervention required, surgery prolonged. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that on (B)(6) 2019 patient underwent proximal humerus hardware removal procedure. The broken fragment of cruciform screwdriver was located in the proximal humerus and could not be removed. Spare device and pliers were used to extract the screws. Procedure was completed successfully.

Manufacturer narrative:
This report is for an unknown screws: 3.0 mm cannulate/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4): the reported event required medical/surgical intervention to preclude permanent damage to a body structure and for surgical intervention and retained foreign body. Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that according to the technical assistant, it was damaged in the surgical procedure (key-screw-crucif-can 3) reference: 314.463. This key belongs to the cannulated screw 3.0 box, which is permanently in the hospital. Reference: 40096777, lot no .: 183.017.2, serial number: (B)(4). The screwdriver-crucif-can 03 was being used to remove cannulated screw, it broke the tip that fits the screw because it was a difficult removal. It was not possible to remove the fragments of the damaged key in procedure. Two cannulated screws were removed, one of which was partially removed. Surgery was delayed around four hours. Patient's condition after the procedure is unknown. Concomitant device reported: unknown cannulated screw (part# unknown, lot# unknown, quantity# 1). This complaint involves three (3) devices. This report is for one (1) unk - screws: 3.0 mm cannulated. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.